Manufacturer narrative:
Approximate age of device - 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a history of chronic lvad drive-line infection. Additional information has been requested but not provided.

Manufacturer narrative:
Additional information: device evaluation: the patient remained ongoing on pump support until they expired on (B)(6) 2018 for unknown reason. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2018-02379. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.